Manufacturer narrative:
Additional information received: investigation result additional: received = 1x x-smart cartridge h1004c5210150. X-smart cartridge. Sav bad maintenance (user). I note that the cartridge is rusted. With the additional information adding additional codes: investigation findings: adding 646. Investigation conclusions: adding 19, 18, 51, 61. This is a follow up report for this additional information.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during use. No injury.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation of device summary: as per service engineer: h1004c5210150-cartridge- problem under warranty invoice no: dlsi2223016694 dated 18-02-23. There was no injury to the patientproblem investigation- cartridge,neck ,head cap and casting assembl: replaced cartridge, neck, head cap and casting assembly.